Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01585, 0001825034 - 2020 - 01588, 0001825034 - 2020 - 01589. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent right biomet comprehensive reverse shoulder system approximately ten (10) years ago. Patient underwent a revision procedure approximately three (3)months post-implantation due to pain, loss of range of motion and loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: d10: item# 113851; lot# 616490 item# 113646; lot# 453180 item# 113044; lot# 817890 item# 00111314001; lot# 68234202 item# 00111314001; lot# 69524228 item# 00111314001; lot# 69524228 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision surgery approximately three (3) months post-implantation due to experiencing pain, loss of rom, and loosening of components. It was also noted that the patient was revised to a hemiarthroplasty due to anterior instability and loss of subscapularis. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: according to legal, the patient experienced pain, loss of range of motion, and loosening of components. Revision to hemiarthroplasty due to anterior instability and loss of the subscap. The root cause of the previous revision does not change. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.